Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2015-08289. It was reported that removal difficulties and shaft break occurred. The patient was on multi-vessel percutaneous coronary intervention (pci) to left circumflex (lcx) artery and then to left anterior descending (lad) artery. The de novo target lesion was located in the diagonal (d2) artery. Predilation was performed after a 2.0x08 emerge balloon catheter crossed through cells of the previously stented lad artery (in (B)(6) 2015) and into the diagonal branch. Following predilation, a 2.5x12 synergy stent was then deployed into the proximal d2 artery which partially overlapped with the previous stent (in (B)(6) 2015). Angiography was performed. After reviewing of the d2 artery in multiple angiographic views, it was noted that the ostial segment of the artery remained slightly nipped in appearance. A 1.50mm x 12mm emerge¿ balloon catheter which had been previously used in the pre-dilatation of the om artery, was advanced through the stent in lad into the ostial/proximal segment of the d2 artery and was inflated to 8-9 atmospheres. Following dilation, the balloon catheter was then attempted to be withdrawn but some resistance was felt. The device had been withdrawn from the guide catheter however, it was noted that the radiopaque marker from the balloon catheter remained in the vessel. It was observed that the distal portion of the balloon catheter was fractured and missing. The physician attempted a few techniques to retrieve the remaining part of the catheter. Multiple wires were used through the catheter and tried creating a 'wire wrap' to allow removal of the catheter but failed. After multiple views, it was then observed that the fractured catheter was present back to the guide catheter. A 2.0mm balloon catheter was then used to trap the fragment against the guide catheter wall and completely removed from the patient's body. A new guide catheter was engaged in the left coronary system to check that the vessel remained in a healthy condition and that timi 3 flow was preserved. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter in two (2) pieces. There was contrast and blood in the inflation lumen and contrast in the balloon. The balloon was loosely folded. Microscopic examination presented no damage or irregularities to the balloon. Microscopic examination revealed that there was separation at the midshaft bond. The separated end of the midshaft appeared to be jagged, which indicates that the separation was due to tensile overload. Microscopic examination presented no damage or irregularities to the hypotube of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-08289. It was reported that removal difficulties and shaft break occurred. The patient was on multi-vessel percutaneous coronary intervention (pci) to left circumflex (lcx) artery and then to left anterior descending (lad) artery. The de novo target lesion was located in the diagonal (d2) artery. Predilation was performed after a 2.0x08 emerge balloon catheter crossed through cells of the previously stented lad artery (in (B)(6) 2015) and into the diagonal branch. Following predilation, a 2.5x12 synergy stent was then deployed into the proximal d2 artery which partially overlapped with the previous stent (in (B)(6) 2015). Angiography was performed. After reviewing of the d2 artery in multiple angiographic views, it was noted that the ostial segment of the artery remained slightly nipped in appearance. A 1.50mm x 12mm emerge balloon catheter which had been previously used in the pre-dilatation of the om artery, was advanced through the stent in lad into the ostial/proximal segment of the d2 artery and was inflated to 8-9 atmospheres. Following dilation, the balloon catheter was then attempted to be withdrawn but some resistance was felt. The device had been withdrawn from the guide catheter however, it was noted that the radiopaque marker from the balloon catheter remained in the vessel. It was observed that the distal portion of the balloon catheter was fractured and missing. The physician attempted a few techniques to retrieve the remaining part of the catheter. Multiple wires were used through the catheter and tried creating a 'wire wrap' to allow removal of the catheter but failed. After multiple views, it was then observed that the fractured catheter was present back to the guide catheter. A 2.0mm balloon catheter was then used to trap the fragment against the guide catheter wall and completely removed from the patient's body. A new guide catheter was engaged in the left coronary system to check that the vessel remained in a healthy condition and that timi 3 flow was preserved. No patient complications were reported and patient's status was stable.